Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-07460. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a tibial articular surface provisional fractured.